Manufacturer narrative:
(B)(4). Product has not been returned for eval.

Event description:
Cook (B)(4) reported for the customer, "catheter was reported to have disconnected." Add'l info received: "catheter disconnected from port chamber, connection sleeve still on chamber. Catheter dislocated into lung and has been removed. Dislocated catheter has to be removed by searching and "fishing" it out of lung vessel."